Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray confirmed the reported fracture. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C.. No information was obtained. The investigation could not draw any conclusions about the root cause of the device fracture based on the provided information; however, the initial reporting stated the patient experienced trauma (fell) which could be a contributing factor. The reported patient large physical stature and high activity level could also be contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address fracture of the tibial tray and loosening at the cement/implant interface. Competitor cement was used in the primary surgery. It was reported that the patient fell.